Manufacturer narrative:
Additional info received indicated the following: that the stent dislodgement was thought to have occurred during maneuvering of the stent into position for implantation in the circumflex target lesion and not during withdrawal into the guiding catheter or introducer sheath. The stent dislodged off of the stent delivery system (sds) balloon in the circumflex artery and remained there. The circumflex target vessel was reported to be tortuous. During the unsuccessful attempt to retrieve the dislodged stent, an intimal dissection occurred. No additional cordis products were used during the attempted retrieval. There was no reported problem with the device upon inspection or during preparation. The device was prepared properly according to the instructions for use (IFU). The dislodged stent was not removed during the CABG surgery. The pt had two bypasses: a left internal mammary artery (lima) to the left anterior descending (lad) and a saphenous vein graft (svg) to the obtuse marginal (om)/circumflex. There were no reported problems post-operatively, as the pt was said to have an uneventful recovery. No additional info was available at this time. The product is not available for evaluation and testing. Additional information will be submitted within 20 days upon receipt.

Event description:
The report received via receipt of a voluntary medwatch indicated the following: during an attempted percutaneous transluminal coronary angioplasty (ptca) and stent placement in the circumflex artery, the cypher 2.5 x 13 mm stent dislodged from the stent delivery system (sds) balloon and was not retrieved. During the attempts to retrieve the product a dissection occurred, therefore, a coronary artery bypass graft (CABG) was required in order to repair and provide blood flow to the circumflex artery.